Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the caster hub spokes broke all around the wheel. End user was being pushed at the time. The attendant did not stop and the caster came apart. MDR filed.